Manufacturer narrative:
D10 concomitant products: unk emprint ant, unknown emprint antenna (lot#:unknown), cagen1, cagen1 ablation generator x1 (serial#:unknown), unk emprint ant, unknown emprint antenna (lot#:unknown) sawyer blair. "Microwave ablation for hepatocellular carcinoma in cirrhotic patients with diuretic-resistant ascites". 2025. Journal of clinical imaging science medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the outcomes of computed tomography-guided percutaneous microwave ablation of liver hepatocellular carcinoma lesions between 2014 and 2020. There were 18 patients with diuretic resistant ascites and 29 patients without pre-existing diuretic-resistant ascites. Microwave ablation was performed using the emprint system with a frequency of 2450-mhz, a maximum power of 100w, and a 13-gauge water-cooled dipole antenna. Postoperative complications included asymptomatic pneumothorax in two patients which were described as mild adverse events. Title: microwave ablation for hepatocellular carcinoma in cirrhotic patients with diuretic-resistant ascites author: sawyer blair published date: 11 september 2025, journal of clinical imaging science.